Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The impedance for the shock was 113 ohms, which is high but within normal limits. The sensing vector for the shock was the secondary sensing vector. Technical services discussed some testing and programming options. Office testing found that the only sensing vector that passed was the primary sensing vector and only in the seated position. The clinic has now reprogrammed the sensing vector and the smart charge time. There were no additional adverse patient effects. The system remains implanted.